Manufacturer narrative:
(B)(4). In regard to the sc45a in which it was stated that the staples were unformed and the knife did not move forward. Did the device lock out (did not cut or deploy staples) or did it deploy a malformed staple line but did not cut? It deployed a malformed staple line but did not cut.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2016. Batch # n54h05. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: in regard to the sc45a in which it was stated that the staples were unformed and the knife did not move forward. Did the device lock out (did not cut or deploy staples) or did it deploy a malformed staple line but did not cut? The analysis found that one sc45a device was returned in good visual condition and with one ecr45b cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a semi-open lobectomy, at first the device was fired properly at the first firing. The device was used on the pulmonary lung. After that the device with a blue cartridge was fired on the lung parenchyma, but the staples were unformed and the knife did not move forward. Finally other new device was used to complete the case. There were no adverse consequences to the patient.